Manufacturer narrative:
123830-2604, unk, unk, unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# 718336.

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -3.00/0.5/173 (sphere/cylinder/axis), implantable collamer lens was damaged during the loading process. The lens had no contact with the eye. The doctor implanted a stand by lens instead. Problem resolved, patient is happy. Cause of event is unknown.